Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer stated that the insulin pump was not delivering any insulin. The customer was not comfortable using the insulin pump, and requested a replacement. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.